Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.based on the determined risk priority .sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 04/04/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
Customer reported that the nurse was getting blood from patient using safety blood collection needle and when deploying the safety device, the needle came out the side of the safety device and poked the nurse in the index finger. Exposure to employee. Per staff, this is the third instance of the needle coming out of the side of the safety device. Only 1 known exposure